Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that a chunk of the insulin pump is missing, and it's part of a legal action. The father didn't want to discuss the issue further, and didn't have the insulin pump to troubleshoot. Offered a replacement insulin pump, but the father only wanted the price of the insulin pump to give to the lawyer. Transferred to the correct department. Nothing further was reported.